Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the jaw on the hemopro 2 evh system was damaged. A new kit was used to complete the procedure. There were no patient effects. The lot number was not reported. The product was discarded.